Manufacturer narrative:
E1: reporting address state: (B)(6), e1: reporting institution phone#: (B)(6), e1: reporter phone#: (B)(6). The philips remote service engineer (fse) talked to the customer and confirmed the device has no sound and displays a speaker malfunction inop error message. The rse arranged a replacement speaker assembly was sent to the customer to replace the defective speaker. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided with a replacement speaker assembly to resolve the reported issue. The device remains at customer site. The investigation concludes that no further action is required at this time.

Event description:
It was reported the device was presented with a speaker malfunction error message and there was no sound coming from the device. The device was not in use on a patient. There was no report of patient or user harm.